Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopy procedure. The exact procedure date was unknown. The device was setup accordingly and there was no difficulty experienced upon setting up the device. During the procedure, when they attempted to deploy the bands, they felt a lot of difficulty. It was noticed that the last band dragged the remaining bands. It was reported that the band just moved from their position within the ligator. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.